Event description:
The patient was revised due to pain and tissue reaction. During surgery, there was a hump like lump of meat, like tumor between the joint capsule and the joint, and black foreign matter like metallic debris was found in neck junction of the head.

Manufacturer narrative:
Examination of the returned devices by a depuy principal engineer finds evidence of implant subluxation on the returned femoral head. Because x-rays were not provided, implant placement cannot be commented upon. Edx evaluation was performed on the black substance by depuy materials science. Edx analysis on a collection of metal flakes observed in the female taper show that they contain strong mo, cr, co and o peaks, which could be corrosion products. Because the hip stem was not submitted for evaluation in this case, it was uncertain whether the corrosion was originated from the hip stem or femoral head. A review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.